Manufacturer narrative:
Other relevant devices are: etlw1620c156ee, s/n: (B)(4), use by date: 07-jun-2020, upn # (B)(4). Etlw1620c156ee, s/n: (B)(4), use by date: 07-jun-2020, upn # (B)(4). Date of event: month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 82mm abdominal aortic aneurysm. It was reported approximately 2 months post the index procedure the patient presented 2 times with fever. CT performed revealed no sac regression or endoleaks but endotension was suspected. An angiogram identified graft porosity without any endoleaks confirmed. It was noted the patient's wbc was raised and an MRI demonstrated aortitis. Ivab were administrated for one month after which CT was repeated. The CT showed sac regression with air in the sac suggestive of a graft infection undermined if source is primary or secondary. The cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information received; the explant date of the device was confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the bifurcate was returned transected distally at the level of the flow divider, and the suprarenal stents were cut just above the proximal graft margin. The cut stents, transected ipsi limb, and the implanted contra limb and ipsi limb extension were not returned; thereby, limiting the extent of the examination. With the exception of two small cuts observed on the aortic body and noted transections, all likely occurring during the explant procedure, examination of the returned device did not reveal any stent graft integrity issues. From the examination of the returned device, returned pre-implant films, and clinical information provided, the cause of the reported stent graft infection and aaa expansion could not be determined. It is possible that the infection may have contributed to the aaa expansion. The cause of the patient fever, osteomyelitis, and aortitis also could not be determined. Post-implant films were not available for return, and the stent graft in-vivo configuration could not be assessed. The source of the infection could not be determined from the information provided, and histopathology findings performed at the site were not available for review. It could not be determined if the reported clinical events were caused by the implanted stent graft, and if the stent graft was the primary source of the infection or became infected after implant. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received: explant of the stent graft system was completed. It was reported the aneurysm sac was found to be full of puss and was sent for testing. Film evaluation summary: the exact cause of the reported aaa/stent graft infection and clinical sequelae could not be determined from the pre-implant films returned. Images during and post-implant were not available for return, and the stent graft in-vivo configuration and reported event could not be assessed. Analysis of the returned pre-implant films did not reveal any anatomical characteristics that could explain the reported events. A stent graft issue cannot be ruled out as a potential cause. The explanted stent graft is pending return for analysis, and the results will be summarized in a separate report. If information is provided in the future, a supplemental report will be issued.